Event description:
The traction assembly came apart during a procedure on a hana table.

Manufacturer narrative:
Investigation shows there was no set screw present on the receiving hole of the traction ball joint swivel. Additionally there was no residue of loctite on the traction ball joint swivel or the end screw. Assembly instruction were released 05/22/2017 to show proper assembly, installation of set screw and where to properly apply loctite.

Event description:
The traction assembly came apart during a procedure on a hana table.